Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged skin infection and respiratory issue, sleep apnea. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient falling asleep during the day, skin infection, respiratory issue, patient was having a hard time breathing and tired related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information provided in a2 and a3 (patients age and gender) added. Corrected information was provided in b7, section (patients current condition edema in leg) added. Corrected information provided in b5, the information (the manufacturer received information alleging patient falling asleep during the day, patient was having a hard time breathing and tired related to a CPAP device) was not included in initial report and (the manufacturer received information alleging sleep apnea related to a CPAP device) added erroneously. Corrected section h6 to reflect clinical code for (patient was having a hard time breathing and tired related to a CPAP device). Section h6 updated in this report.